Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the blade did not seem to rotate at a high rotation per minute and would not cut the tissue. A second hand piece was used with the same result. A mini-laparotomy was performed to remove the rest of the very large fibroid.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch # 2210968-2007-00526. The same patient is represented in each medwatch.